Manufacturer narrative:
Pending evaluation.

Event description:
Revision - reason not reported.

Manufacturer narrative:
The engineering evaluation noted that the revision was likely the result of polyethylene war, which was accelerated by edge loading and femoral neck impingement.

Event description:
Revision - reason not reported.